Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported that the connector was cracked on the front bezel assembly. The customer troubleshot with tech support over the phone. The device was not in use on a patient during the time of the event and no patient or user harm was reported. The customer replaced the user interface printed circuit board assembly to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended.